Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error alarm. The customer's blood glucose value was unknown. Troubleshooting was done. The customer stated that they received the open book image on the insulin pump screen. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No critical pump error (open book image) alarm noted. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test.